Manufacturer narrative:
(B)(4). This is a report of use error, where the patient swapped out a solution bag and re-used the remaining supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the tubing during peritoneal dialysis therapy on the homechoice. The patient was connected at the time the air was observed. During troubleshooting, the patient reported that they had disconnected a solution bag and connected a new one to the same line. Air was observed in the tubing after the partial swap out of supplies. There was no patient injury or medical intervention reported. No additional information is available.